Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation under sensing, failure to sense and fracture seen via an x-ray on the atrial (ra) lead. On 7 dec 2023 the physician elected to cap and replace the ra lead. The patient was in stable condition.